Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was unable to fully urinate post operation. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).